Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a micro-centrifuge vial, with debris on lens. Visual inspection found one haptic bent. Claim # (B)(4).

Manufacturer narrative:
The reporter indicated the lens was explanted on (B)(6) 2019 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. Patient code: 3191 - secondary surgical intervention, lens exchanged. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -12.5/+1.0/101 (sphere/cylinder/axis) in the patient's left eye (os), on (B)(6) 2019. The reporter indicated the lens had a low vault. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.